Event description:
A malfunction code labeled as "malf 9" was reported, which necessitated a reset of the pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while monitoring for any future issues.